Event description:
A sudden decrease of battery voltage was observed. Reportedly, the battery voltage was at 2.81v at the previous follow-up, on (B)(6) 2017. On the follow-up of (B)(6) 2017, the battery voltage was 1.95v. The device will be explanted and returned.

Event description:
A sudden decrease of battery voltage was observed. Reportedly, the battery voltage was at 2.81v at the previous follow-up, on (B)(6) 2017. On the follow-up of (B)(6) 2017, the battery voltage was 1.95v. The device will be explanted and returned.